Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, he was concerned for the past two hours the customer's blood glucose has been increasing. Customer has been treating with the device, it administers the insulin but his blood glucose won't go down. Customer's blood glucose was 283 mg/dl, bolused and half an hour later it was 293 mg/dl. Troubleshooting for high blood glucose was performed and customer noted air bubbles in the tubing. During manual prime customer notice the reservoir had big air bubble and smaller ones too. Customer stated he didn't store the insulin in room temperature before using it. Customer was assisted with purging the air bubbles and advised against using insulin that wasn't at room temperature. Customer changed out the reservoir, will monitor the insulin pump, and will call back if issues persisted. The reservoir is not being returned for analysis.